Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming with error 1860. The batteries had been removed and replaced, and the pump had powered on but had alarmed with error 1840. The batteries had been removed and replaced again, and the pump had continued to alarm with error 1840. The batteries had been removed once more, and after waiting, they had been replaced again; however, the error 1840 alarm had persisted. The batteries had been removed, and the patient had been advised to call the clinic when they opened for further instructions. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.